Manufacturer narrative:
A ge representative evaluated the system and replaced a display circuit board. System operates as intended.

Event description:
The customer reported, the system had an image synch problem resulting in very poor image quality. No pt injury was reported.